Manufacturer narrative:
One device was received for evaluation. Visual inspection found the dso seal to be bubbled, confirming the reported problem. The dso seal was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the downstream occlusion sensor seal was bubbled on the pump. No adverse patient effects were reported.

Manufacturer narrative:
Narrative 3.